Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 30% to 5% within one hour. The pump was connected to a power source and was able to be charged successfully. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.